Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the speedband superview super 7 device was not returned; however, a media analysis was performed. It was possible to observe the ligator housing with only two bands. No visible problem that could have caused the reported issue was identified. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of band unable to deploy was not confirmed. The investigation findings and all information available concludes the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower digestive tract during an internal hemorrhoid ligation procedure to treat prolapse of hemorrhoids performed on (B)(6) 2025. During the procedure, after the ligation device was installed, it was noticed that the first five bands deployed normally. The sixth band could not be deployed despite multiple handle rotations. The procedure was completed with another speedband superview super device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that one band was overlapping and the ligator housing teeth were damaged. In addition, the handle was returned without any visible damage, also had evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged, or perhaps this could be attributed to the way the physician entered the device through the patient, damaging the teeth and affecting the functionality of the handle when deploying the bands. In addition, one band was overlapped. This failure mode may be related to the physician's technique or the way the device was handled during band deployment. Device placement or anatomical tortuosity could have affected the handle's functionality when releasing the bands. Additionally, the technique used to grasp the varix or polyp with the ligator unit might have caused suture misplacement due to procedural movement, resulting in improper band deployment or overlapping. It is also possible that attempts to release the band from the suture, combined with damage to the teeth, impacted successful band deployment. Also, during the media inspection it was possible to observe the ligator housing with only two bands, but it does not correspond to the same device that was returned. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower digestive tract during an internal hemorrhoid ligation procedure to treat prolapse of hemorrhoids performed on (B)(6) 2025. During the procedure, after the ligation device was installed, it was noticed that the first five bands deployed normally. The sixth band could not be deployed despite multiple handle rotations. The procedure was completed with another speedband superview super device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower digestive tract during an internal hemorrhoid ligation procedure to treat prolapse of hemorrhoids performed on (B)(6) 2025. During the procedure, after the ligation device was installed, it was noticed that the first five bands deployed normally. The sixth band could not be deployed despite multiple handle rotations. The procedure was completed with another speedband superview super device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.